Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. Vascular access was obtained via left femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left below the knee artery. A 3mm x 40mm x 146cm coyote es balloon catheter was used to treat the target lesion. After the device was advanced, it was found that there was leaking of the contrast agent under fluoroscopic guidance so the procedure was stopped. The physician noticed that the balloon was ruptured at the shoulder part of the balloon. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).